Manufacturer narrative:
Intuitive surgical inc. (Isi) has requested that the prograsp forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, customer reported that the arm 2 of the universal surgical manipulator (usm) was breaking instruments. A prograsp forceps instrument had broken but was safely removed without patient injury. The technical support engineer (tse) viewed system logs and found no related errors. The procedure was completing as planned with no reported injury.